Manufacturer narrative:
D3: correction. H6: evaluation codes updated. Device evaluation: one device received. Device was visually and functionally tested and the customer reported issue was not able to be duplicated. The cause of the issue is unknown. During the visual inspection, the downstream occlusion (dso) seal was found to have moderate bubbling. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a cassette detect error, turns off, and alarms downstream occlusion. There was unknown patient involvement. No patient harm/adverse event was reported.